Event description:
It was reported that the caller was in the operating room on (B)(6) 2014 and about to place an epidural lead. It was noted that during the opening there was a dura tear. The caller wanted to know if they could proceed and place the epidural lead with a dura tear. Later in the same day, it was reported that they were not proceeding with the case. It was noted that the tear occurred prior to implant. There were no implants to log. It was noted that there was no information regarding the patient outcome. There was no device serial number. There were no devices to return. It was later reported that the cause of the event was an unrelated dural tear. It was noted that the patient required hospitalization was required as a result of the event. The patient outcome was non-serious illness/injury. It was also noted that it was ¿not related to scs.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565, serial# unknown, product type: lead. (B)(4).